Event description:
It was reported the patient expired. At autopsy a fractured valve was observed. It is our understanding that the patient's family retains possession of the valve and is having the valve examined.